Event description:
Drug/diluent: 0.5% marcaine. Fill volume: 300ml. Flow rate: 10ml/hr (2 pumps used). Procedure: scar tissue removal from previous mastectomy surgery. Cathplace: pectoral. Physician called I-flow on wednesday, (B)(6) 2012, inquiring about on-q usage and marcaine toxicity. On friday, (B)(6) 2012, performed a scar revision, tissue clean up procedure. The physician indicated he used 2 catheters running at 2ml/hr with 0.25% marcaine on the patient. The pt was sent home the same day, the pump was unclamped at approx. 2:30 pm and pt was pain free on saturday but noticed that her feet kept falling asleep. Pt stood up to walk around and fell. She had severe loss of lower extremity muscle/motor control and could not get up. Her arm felt weak but not the same as her lower half. Pt went to the emergency room on saturday, (B)(6) 2012 (time unspecified), and at some point developed peri-oral tingling of the mouth. Due to these combination of symptoms, neurology was called in. The pt was officially diagnosed with marcaine toxicity. On-q catheter were pulled at 2:00pm. The patient was sent for testing. Cardio-toxicity was not present according to the test results. The patient was admitted to the hospital on saturday (B)(6) 2012, and issues began to resolve themselves mid-day wednesday, (B)(6) 2012. The pt was discharged from the hospital on friday, (B)(6) 2012. Add¿l info received on (B)(6) 2012, indicates that the physician was not able to access a pump with dual catheters so he requested two single catheter pumps. According to the paperwork from day surgery on (B)(6) 2012, the pumps received were (2) 300ml filled with 0.5% marcaine and the flow rate was 5ml/hr for each pump. The physician reported that the pt had experienced similar neurological symptoms after original mastectomy procedure ¿ but was in the hospital (rather than at home) and it was determined to be side effects from general anesthesia however, the numbness/tingling of the mouth was new.

Manufacturer narrative:
Method: it was reported that the sample is not available. Conclusions: ut day surgery operative record indicates that the physician ordered 2 on-q pumps 270 ml, 5ml/hr., filled with 300ml of 0.5% marcaine to be administered on each side. If add¿l info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add¿l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.